Event description:
It was reported that the spinal cord stimulation (scs) patient never received relief from the implantable pulse generator (ipg) and underwent a replacement. The explanted ipg was discarded by the hospital.